Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab patient programmer. The root cause is a depleted internal battery due lack of charge. Per directions for use, if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Event description:
Additional information was received which indicated the ipg was explanted and replaced.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient did not charge the ipg as recommended. As a result, the ipg became inoperable. Surgical intervention may be pending to address the issue.